Event description:
A customer reported erronous glucose, potassium and calcium results to a physician for one pt sample. As a result, the pt was transported to another hospital where normal results for the pt were obtained. There was no report of pt harm as a result of this event.